Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition; a bag with one clip with gap was received along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed one clip as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The device was received with no information.